Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2010, due an incident of diabetic ketoacidosis. Per the reporter the pt was brought to the hospital when her blood glucose was "300 to 400" mg/dl. She was admitted and treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.